Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, g4, h1, h2, h3 and h6 after the knob at the end of the 6 x 40 precise pro rapid exchange (rx) ses (self-expanding stent) delivery system was tightened, the stent was released outside the body ¿during prep of the device. The device was not used in the patient as the stent was released out of the delivery system outside the patient mistakenly. The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with grey background was clearly visible. The product was stored and handled per the instructions for use (IFU). The product was inspected prior to use. The device was prepped according to the IFU. The device was not prepped while in the tray. The tuohy borst valve was closed prior to removing the device from the tray. The stent was still constrained within the outer member/sheath when removed from tray. The stopcock was connected to the y-connector of the tuohy borst valve. There was no difficulty encountered when flushing the stopcock. The intended target was a stenosis in the carotid artery bifurcation. The target lesion was measured at 5.1mm. The target lesion vessel length was 29mm and the lesion was a 50% stenosis. The lesion was not calcified, and the vessel was not tortuous. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. A non-cordis 7f long sheath was used during the procedure. The case was completed after a cordis precise 7x40 stent was used. There was no reported patient injury. The device was returned for analysis. A non-sterile unit ¿precise pro rx 6x40¿ was received coiled inside of a clear plastic bag. The device was unpacked and laid on a tray to perform the product evaluation. The device was received fully deployed. The hemostasis valve was received close tighten. The stent of the unit was not returned for analysis. The unit was thoroughly inspected, and no damages or anomalies were observed. No other outstanding details were observed at the inspected device. Functional test could not be performed due to the unit was received already fully deployed. A product history record (phr) review of lot 17977051 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported events. The reported ¿stent delivery system (sds)-ses ~ deployment difficulty - premature/during prep¿ was not confirmed. The device was received already fully deployment. The exact cause of reported event could not be conclusive determined. However, procedural and handling factors such as the user¿s interaction during device preparation may have led to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, caution: ¿the stent delivery system is shipped with the tuohy borst valve open. Be careful not to prematurely deploy the stent during preparation. Prep the device in the tray per instructions below. Close the tuohy borst valve prior to removing the device from the tray. Extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn, and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit.¿ neither the phr review, product analysis nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17977051 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After the knob at the end of the 6 x 40 precise pro rapid exchange (rx) ses (self-expanding stent) delivery system was tightened, the stent was released outside the body â¿¿during prep of the device. The device was not used in the patient as the stent was released out of the delivery system outside the patient mistakenly. There was no reported patient injury. The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with grey background was clearly visible. The product was stored and handled per the instructions for use (IFU). The product was inspected prior to use. The device was prepped according to the IFU. The device was not prepped while in the tray. The tuohy borst valve was closed prior to removing the device from the tray. The stent was still constrained within the outer member/sheath when removed from tray. The stopcock was connected to the y-connector of the tuohy borst valve. There was no difficulty encountered when flushing the stopcock. The intended target was a stenosis in the carotid artery bifurcation. The target lesion was measured at 5.1mm. The target lesion vessel length was 29mm and the lesion was a 50% stenosis. The lesion was not calcified, and the vessel was not tortuous. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. A non-cordis 7f long sheath was used during the procedure. The case was completed after a cordis precise 7x40 stent was used. The device is expected to be returned for analysis.